Manufacturer narrative:
No pt was present. The device MFR date was unk at the time of this retrospective report. The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. The tip of the tool is worn, somewhat rounded out, making a poor fit into the screw head. A replacement part was sent to the site and the issue was resolved.

Event description:
Medtronic representative reported that the top of the spine clamp driver was damaged. This event did not occur during surgery and no pt was present.